Event description:
It was reported that the patient was urgently transported due to circulatory failure; they were put onto extracorporeal membrane oxygenator (ECMO) support. There were concerns for thrombus. Log file analysis observed a slight drop in pump flow and power over an approximate 10 day period. The patient's set speed was increased to 9200 rpm, which increased power and flow. It was unknown if imaging was performed, but the patient was ultimately taken to the or to remove the accumulation between the outflow graft and bend relief. The patient experienced multiple cerebral infarctions resulting in an embolic stroke; they were sedated. The patient's condition was noted to be severe with a slim chance of recovery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing. Additionally, a direct relationship between the device and the reported strokes, respiratory failure, and bleeding could not be conclusively determined through this evaluation. The submitted log files contained approximately 10 days of overlapping data, ranging from day 1239, hour 7, and minute 3 to day 1249, hour 8, and minute 31. The pump operated above the low speed limit for the duration of the log file. A minor decrease in power and flow was observed. There were no atypical alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) document (rev. B) is currently available. Stroke, respiratory failure, and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 22dec2022 confirmed that the patient experienced device thrombosis on (B)(6) 2022; the outflow graft became occluded by seroma. The thrombus was thought to have caused the patient's hemodynamic compromise and cerebral infarctions. The patient was noted to be on warfarin and aspirin at the time of these events. A computerized tomography (CT) scan was confirmed to have been used to diagnose the patient's stroke. The patient was given anti-convulsant drugs for their stroke. The patient was intubated for 12 days; a tracheostomy was performed. It was additionally reported that the patient developed major bleeding in their muscles on (B)(6)2022; the cause of the bleed was unknown but was not thought to be device related. The patient was given several blood transfusions.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing. Additionally, a direct relationship between the device and the reported strokes could not be conclusively determined through this evaluation. The submitted log files contained approximately 10 days of overlapping data, ranging from day 1239, hour 7, and minute 3 to day 1249, hour 8, and minute 31. The pump operated above the low speed limit for the duration of the log file. A minor decrease in power and flow was observed. There were no atypical alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. Stroke is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced device thrombosis and outflow graft failure/misalignment due to outflow graft compression caused by seroma. The outflow graft was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the computed tomography (CT) scan images confirmed an extrinsic outflow graft obstruction. Additionally, a direct relationship between the device and the reported strokes, respiratory failure, and bleeding could not be conclusively determined through this evaluation. The submitted log files contained approximately 10 days of overlapping data, ranging from day 1239, hour 7, and minute 3 to day 1249, hour 8, and minute 31. The pump operated above the low speed limit for the duration of the log file. A minor decrease in power and flow was observed. There were no atypical alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the relevant sections of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. Stroke, respiratory failure, and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.